Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0010806504 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 0.95 inches from the tip. The steering mechanism and deflection test revealed the noise is heard from the handle when the knob is turning with friction. Dissection of the returned device revealed a kinked pull wire in the barrel of handle area. In conclusion, the sheath failed the returned product inspection due to a shaft kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturers investigation.